Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, "bard power PICC line caused an issue with a patient during insertion. The technologist involved reported the incident occurred (B)(6). Patient was brought down to interventional radiology for a PICC line. During the process of attempting to access a suitable vein and introduce a guide wire, the wire failed and the tip uncoiled. As a result, the wire was caught in the patients arm. Attempts were made to remove the wire, once the wire was removed from the patients arm, fluoroscopy was used and showed a small piece of metal was still in the patients skin. Radiologist talked to on call vascular surgeon, more tests being ordered to determine if additional intervention is required. Patient aware of the possibility of foreign object in arm. The patient had further imaging by CT and ultrasound to determine the location of the foreign body. It will then be discussed if the patient will undergo surgery to remove the foreign body. CT & us shows the foreign body in the soft tissue." Additional information received 2 july 2024: a small piece of the metallic distal tip of the advancing wire became stuck just below the skin surface at the level of the brachial vein overlying the mid humeral diaphysis. Radiographs of the humerus were obtained for confirmation. The small retained metallic foreign body measures approximately 3 mm in length. Whether or not this foreign body is located intraluminal or outside of the vein can be confirmed with a follow-up CT examination if required. Vascular surgery consultation recommended. There were not additional immediate complications. The catheter can be used immediately.

Event description:
It was reported, "bard power PICC line caused an issue with a patient during insertion. The technologist involved reported the incident occurred june 25th. Patient was brought down to interventional radiology for a PICC line. During the process of attempting to access a suitable vein and introduce a guide wire, the wire failed and the tip uncoiled. As a result the wire was caught in the patients arm. Attempts were made to remove the wire, once the wire was removed from the patients arm, fluoroscopy was used and showed a small piece of metal was still in the patients skin. Radiologist talked to on call vascular surgeon, more tests being ordered to determine if additional intervention is required. Patient aware of the possibility of foreign object in arm. The patient had further imaging by CT and ultrasound to determine the location of the foreign body. It will then be discussed if the patient will undergo surgery to remove the foreign body. CT & us shows the foreign body in the soft tissue." Additional information received 2 july 2024: a small piece of the metallic distal tip of the advancing wire became stuck just below the skin surface at the level of the brachial vein overlying the mid humeral diaphysis. Radiographs of the humerus were obtained for confirmation. The small retained metallic foreign body measures approximately 3 mm in length. Whether or not this foreign body is located intraluminal or outside of the vein can be confirmed with a follow-up CT examination if required. Vascular surgery consultation recommended. There were not additional immediate complications. The catheter can be used immediately.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a frayed guidewire with a fragment retained was confirmed but the root cause was undetermined. A single fluoroscopic image was provided of the patient¿s right arm. A lateral dual-lumen solo catheter was seen within the image. A tiny focus of increased density was present in the soft tissues adjacent to the proximal PICC. The foreign body was nonspecific and could not be conclusively determined to be from the guidewire. However, as the event description stated that the guidewire had uncoiled and caught in the patient¿s arm, the image supported the complainant¿s description of the reported event. Elongation of the coil wire can occur when the inner core wire is either broken or sheared. The exact root cause of the damage could not be determined from the returned image. Microscopic examination and dimensional analysis could not be conducted without the physical sample. Possible contributing factors could include the insertion technique, or the guidewire being retracted through the needle. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "bard power PICC line caused an issue with a patient during insertion. The technologist involved reported the incident occurred (B)(6). Patient was brought down to interventional radiology for a PICC line. During the process of attempting to access a suitable vein and introduce a guide wire, the wire failed and the tip uncoiled. As a result, the wire was caught in the patients arm. Attempts were made to remove the wire, once the wire was removed from the patients arm, fluoroscopy was used and showed a small piece of metal was still in the patients skin. Radiologist talked to on call vascular surgeon, more tests being ordered to determine if additional intervention is required. Patient aware of the possibility of foreign object in arm. The patient had further imaging by CT and ultrasound to determine the location of the foreign body. It will then be discussed if the patient will undergo surgery to remove the foreign body. CT & us shows the foreign body in the soft tissue." Additional information received 2 july 2024: a small piece of the metallic distal tip of the advancing wire became stuck just below the skin surface at the level of the brachial vein overlying the mid humeral diaphysis. Radiographs of the humerus were obtained for confirmation. The small retained metallic foreign body measures approximately 3 mm in length. Whether or not this foreign body is located intraluminal or outside of the vein can be confirmed with a follow-up CT examination if required. Vascular surgery consultation recommended. There were not additional immediate complications. The catheter can be used immediately.